Event description:
The customer's mother reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 442 mg/dl. The mother also stated that there appears to be fluid inside the case of the insulin pump. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.